Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We concluded that the quality of this product has no relation to this event. There might be some problem related to management during or after the reoperation. The osferion bone void filler package insert status in the following section: adverse events: infection, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent a reoperation after high tibial osteotomy (hto). During the reoperation, the surgeon in charge of the patient fixed the tibia by placing a bone plate each onto the medial and lateral surfaces of the tibia and then implanted this product (bone void filler). About two weeks after the reoperation, it became clear that the patient developed infection. The surgeon then removed the plate on the medial side alone, while leaving the plate on the lateral side as it was.